Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during use; the patient was connected. The supply bag had disconnected from the setup. The technical service representative (tsr) advised the home patient (hp) to start over with all new supplies and to inform their peritoneal dialysis registered nurse (pdrn) in the morning about the event. The hp understood and would start over. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), she stated that she did not know why the bag became disconnected, the disconnection happened on the third bag ((B)(4)). The disconnection between the bag and the cassette happened in the beginning of therapy, the patient was not yet connected. The hp did not notice anything unusual about their supplies that day. The supplies were unavailable. The lot number was unavailable. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.